Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had multiple stored episodes that occurred during an unrelated surgical procedure. Technical services (ts) analyzed device episode data and confirmed that the noise artifact was most likely electromagnetic interference (emi) from the procedure. Two ventricular episodes were found where two bursts of anti-tachycardia pacing (atp) were delivered inappropriately. There were two signal artifact monitor (sam) episodes where the sam feature became disabled. Also, there was one atrial tachy response (atr) event. No adverse patient effects were reported. Currently, this ICD remains in service.